Manufacturer narrative:
Correction: a medical device problem code was inadvertently omitted from the initial medical device report the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported did not alarm downstream occlusion which was not reproduced. The reported condition was not verified. Evaluation inspected the device and performed occlusion testing, finding device to occlude downstream at appropriate times with both high and low settings. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported no medication delivered which was not reproduced. The reported condition was not verified. Evaluation found flow testing to pass with 40 ml/hr 20 ml volume to be infused (vtbi) testing resulting in 0.97% error and 125 ml/hr 125 ml vtbi testing resulting in -2.3192% error. No evidence or potential cause of flow rate failure observed. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy in the intensive care unit. The infusion was programmed to flow midazolam (versed ) at 14ml / hour. Approximately 10 hours later, the bag was still full and it was observed that the pump was correctly programmed and the fluid should be flowing adequately. It was reported that the user tried to clamp the solution at the patient level for 15 min but the pump did not indicate any occlusion. The midazolam appeared not to have been administered to the patient. It was reported that the patient was agitated and disorganized and an increase of "fentyl" and midazolam was administered. No additional information is available.